Event description:
Physio-control was performing inspection and performance maintenance to device and noted a burning odor from the device. The device case was opened and a melted plastic plug on a wire harness was observed. A failure of the high voltage wire harness could prevent therapy from being delivered to a patient. There was no patient involvement reported with this event.

Manufacturer narrative:
Physio-control opened device case and observed melted plug, designator p10, on the high voltage wiring harness from the system pcb assembly to the energy transfer relay assembly. Physio replaced the wire harness and the transfer relay assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced wire harness assembly and determined that root cause for the melted plug was overheating from pin sockets 3 and 4. Physio observed no discrepancies with the transfer relay assembly. Root cause for the overheated pin sockets could not be determined.